Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented in ER after experiencing a vibratory alert for hvli greater than upper limit. The hvln upper limit was programmed to 80 ohms. The physician explained that the hvli trend appeared to be very stable, with the rv-to-can showing chronic measurements in the 70's. Device was reprogrammed. Patient is in good condition.